Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an oozing irritation under the left breast underneath the front therapy electrode. The patient was given a prescription of bactrim ds 800-160 tablets from her physician. During a follow-up, it was reported that the patient's irritation was smaller but still oozing. Patient removed the device and her doctor is aware.